Manufacturer narrative:
This report is to correct section d9 to state that the product was not returned to the manufacturer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Product got discarded by the customer, therefore a thorough investigation is not possible. Device history record were reviewed, there was no indication for a manufacturing related failure. All in all the as the device got discarded no exact root cause can be determined - nevertheless in comparable cases mechanical overload by the user has been the reason for similar incidents. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The reported event happened in great britain. It was reported that the device broke during surgery. The broken pieces were directly removed. The surgery was slightly delayed. Additional patient information is not available.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).